Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product does not returned for evaluation yet. Most likely underlying root cause of malfunction:user's test strips had a poor fill. Note: the test strips referenced in this report are part of recall #1052693-06/13/16-001-r.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with tests results from results obtained of 105 and 73 mg/dl. The customer's expected fasting blood glucose test result range is 100 to 130mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 05/13/2018 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6). The customer is testing twice a day (fasting) .the customer has not made any recent changes in diet, exercise regimen, or medication. No back to back blood tests perform since the test strips are part of the recall.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter and test strips. Most likely underlying root cause of malfunction:user had an inaccurate reference. The test strips referenced in this report are part of recall #1052693-06/13/16-001-r.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with tests results from results obtained of 105 and 73 mg/dl. The customer's expected fasting blood glucose test result range is 100 to 130 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 05/13/2018 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6). The customer is testing twice a day (fasting) .the customer has not made any recent changes in diet, exercise regimen, or medication. No back to back blood tests perform since the test strips are part of the recall.